Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the bending section cover has been cut off, and the internal insertion part and the bending tube have come off. The bending section cover has scratches and dents. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. From the subject device checking, it is speculated that omsc may have caused the phenomenon due to excessive stress applied to the bending section . The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during receipt inspection of the subject device, the subject device was broken. In the evaluation of omsc the following was confirmed; the bending section cover has been cut off, and the internal insertion part and the bending tube have come off. The bending section cover has scratches and dents. Frayed metal braid was exposed at the broken bending section part. There was no report of patient injury associated with the event.